Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Advised the data could be pulled after therapy to determine what happened. Patient temperature (pt) was already 35.1c and the nurse restarted hypothermia at 33.5c per hcp's direction. Water temperature (wt) was 19c, flow rate (fr) was 1.3lpm. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nicu nurse wants to report that their arctic sun device stat began rewarming on its own. Advised the data could be pulled after therapy to determine what happened. Patient temperature (pt) was already 35.1c and the nurse restarted hypothermia at 33.5c per hcp's direction. Water temperature (wt) was 19c, flow rate (fr) was 1.3lpm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nicu nurse wants to report that their arctic sun device stat began rewarming on its own. Advised the data could be pulled after therapy to determine what happened. Patient temperature (pt) was already 35.1c and the nurse restarted hypothermia at 33.5c per hcp's direction. Water temperature (wt) was 19c, flow rate (fr) was 1.3lpm.